Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two weeks after the implant procedure, the implantable cardiac monitor (icm) detected a possible false pause episode due to t-wave oversensing, potential r-wave undersensing and loss of contact. The device is still in use. No patient complications have been reported as a result of this event.